Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with chest pain. It was reported that the right atrial (ra) lead had a dislodgement and fell into the right ventricle. It was also reported that the right ventricular (rv) lead exhibited oversensing. The ra lead was programmed off and remains in the patient. The rv lead remains in use. No further patient complications have been reported as a result of this event.